Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR was unable to be performed because no lot number was provided. The initial reporter did not clarify if they are replacing the administration set every 24 hours or if they are using it for several days. They only stated "by the third use the band around the wheel is no longer snug". Labeling for the infinity feeding set states that the set should be replaced every 24 hours. When the set was returned for investigation, mmdg could not confirm the complaint as it was reported, however, the investigation also showed that the set had been tampered with. The green tubing piece had been removed from the cassette and the in line occluder had been removed. Removing the in line occluder causes free flow. The reported complaint could not be confirmed, but the set did free flow due to customer tampering.

Event description:
The initial reporter states that the pump roller seems to be working but the bag doesn't deliver formula. They also stated that "by the third bag use, the band around the pump wheel is not snug anymore". They did not state if this is 3 uses within a 24 hour period, or if the set was being used for three days. Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. [(B)(4)].

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was unable to be performed because no lot number was provided. The initial reporter did not clarify if they are replacing the administration set every 24 hours or if they are using it for several days. They only stated "by the third use the band around the wheel is no longer snug". Labeling for the infinity feeding set states that the set should be replaced every 24 hours. Because it was not returned, mmdg has been unable to investigate or confirm the complaint.

Event description:
The initial reporter states that the pump roller seems to be working but the bag doesn't deliver formula. They also stated that "by the third bag use, the band around the pump wheel is not snug anymore". They did not state if this is 3 uses within a 24 hour period, or if the set was being used for three days. Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. (B)(4).